Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter alleged the patient experienced elevated blood glucose measuring 389 mg/dl with lethargy while on insulin pump therapy. This combination of blood glucose level and symptom does not meet animas¿ criteria of a reportable adverse event. Therefore, no adverse event is being reported in associated with this complaint. The reporter alleged the development of air bubbles in the insulin cartridge after the cartridge was loaded into the pump and further reported the strong odor of insulin inside the cartridge compartment, alleging the cartridge was leaking insulin. Animas customer support completed troubleshooting of the cartridge issue with the reporter and determined there was no use error involved and the cartridge had been prepared by the user according to the instructions for use. The subject cartridge was discarded by the user and not available to be returned to the manufacturer for investigation. This complaint is being reported because the presence of air bubbles in the cartridge or leakage can result in under delivery.